Event description:
It was reported that a shower chair collapsed during use. The extent of the user's injury is unknown. Should additional relevant information become available, a supplemental report will be submitted.